Event description:
It was reported that the pump shut down despite the battery being charged and no alerts displayed, and the user was advised to restart the pump through the mobile app but could not do so at the time. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included user troubleshooting and education regarding a pump restart through the mobile application. Investigation of this case revealed an unresolved pump shutdown without on-device alerts, with no confirmatory data available to attribute the event to a specific hardware or software component. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.